Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v644605, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was noted that the patient had worsening abdominal and pelvic pain. It was noted that the patient was given dilaudid and ativan for the pain. It was noted that the etiology of this event was a pre-existing condition that was worsened or exacerbated. It was noted that the patient was also experiencing viral gastroenteritis and was given zofran, phenergan, and benadryl for this issue. It was noted the etiology of this problem was a new illness or injury and the patient had nausea, vomiting, and diarrhea. It was noted that the patient had labs including a complete blood count with differential, a comprehensive metabolic panel, lipase, albumin/globulin ratio, globulin level, urine analysis, and an hcg test. It was noted that both the abdominal/pelvic pain and the viral gastroenteritis resolved without sequelae on (B)(6) 2013.